Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life from when the insulin pump was first received, had rejected new batteries, had to be forced to prime and rewind multiple times, had received false unexplained no delivery alarm and drive support cap popped out a couple of months ago. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, rewind test and displacement test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. The drive support disk was inspected and no anomaly noted. (B)(4).